Event description:
It was reported that during a surgery two ardis implants broke during implantation. Levels treated were l4-l5. While attempting to implant the cages on the right side, the cages split after 3-4 hits with the hammer. The trial was only used on the left side to determine cage size. A third cage was successfully implanted after using a trial and carefully impacting the cage into place.